Event description:
Baxter (B)(4) received a report that an infusor leaked from the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with no fluid in the reservoir for evaluation. The reported condition of a leak from the fill-port was confirmed. The sample was visually inspected for any signs of physical defect on the outside of the fill-port; however, none were found. To verify the reported condition, a functional leak test was performed on the sample by filling the bladder with water. During fill, leak (backflow) was observed at the fill-port. The sample was subsequently disassembled for examination. Visual examination of the disassembled unit revealed the root cause of the leak was a 1.3-mm particle of glass was found under the check band. The glass fragment was most likely introduced by the customer during the filling process since no glass is used during the device manufacturing. No other cause of leak was found during the examination. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.